Event description:
Reporter indicated a vns patient had his vns generator explanted due to infection, and the vns lead was also explanted 19 days later for infection. The infectious organism was staphylococcus aureus bacteria. It is not known if the infection was due to the recent vns implant surgery, trauma, or other factors. The explanted generator was returned for analysis and no anomalies were identified. The explanted lead was not returned.

Manufacturer narrative:
Device mfg. Records were reviewed. Review of the mfg records confirmed sterilization for both the generator and lead prior to distribution.